Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker observed a red call doctor icon on the communicator. This indicated a red alert had been detected by the communicator and had not been uploaded. It was recommended to bring the patient into office for interrogation. The pacemaker remains in service at this time. No adverse patient effects were reported. According to the field representative, the patient was brought to the clinic and checked. There was no red alert, and the event was related to the communicator not transmitting data. No malfunction from the pacemaker was observed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker observed a red call doctor icon on the communicator. This indicated a red alert had been detected by the communicator and had not been uploaded. It was recommended to bring the patient into office for interrogation. The pacemaker remains in service at this time. No adverse patient effects were reported.